Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿cable loose and limiting range of motion¿. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The crimp measures approximately 0.032¿ x 0.046¿. The clevis did not exhibit any damage or wear marks. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part (B)(4)) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 3 lives remaining. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a ¿broken cable with exposed wire¿. No fragment fell inside the patient. The procedure was completed with no injury to the patient.